Manufacturer narrative:
Medical device reports submitted for the same abstract are manufacturer report numbers: 2183620-2011-00043 and 2183620-2011-00044. No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. (B)(4).

Event description:
It was reported in an abstract that a retrospective review of all abdominal wall reconstructions utilizing biologic based mesh materials performed at (B)(6) clinic from 2008-2010 were reviewed. Each reconstruction was performed by component separation technique (cst) and reinforced with biologic mesh materials. A total of 39 cases of abdominal wall reconstructions were identified. Of the 39 cases, 16 were implanted with human acellular dermal matrixes (hadm) for reinforcement onlay and 23 were implanted with bovine pericardium (bp) (veritas collagen matrix) as the biologic onlay . Of the 23 veritas implants, a post operative complication of a major infection was reported. Details regarding the case were not available. The abstract reports that the "case series demonstrates that using bp as opposed to hadm for reinforcement following cst in our practice is associated with a reduction in infection and recurrence."